Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6)2018 due to advisory/recall. A form received on (B)(6)2018 stated that this rv lead was replaced due to externalization of internal conductor of lead wire which was visual through fluoroscopy of the lead. The physician was dr. (B)(6) - (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).